Event description:
It was reported that when the peak system was activated, the midas rex motor, which was in the pocket on the field, was also activated. It did so when the peak cord and the midas foot pedal cord were parallel for at least 2 feet of cord length.

Manufacturer narrative:
The unit is being returned for evaluation to the manufacturer.